Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm to the patient or user was reported. Philips has investigated this complaint. The customer reported that the system was unable to perform fluoroscopy and requested the purchase of a wired footswitch exclusively. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the customer ordered only parts. To date, there have been no further reports of this issue.